Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reported the device has been involved in an incident. A call has been placed with the user facility for additional information.